Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s contact reported that the patient felt too full and the patient¿s peritoneal dialysis registered nurse (pdrn) advised the patient contact to disconnect from the cycler and manually drain. It was reported that the patient manually drained over 4000 ml. This drain volume is 364% of the patient's prescribed fill volume of 1100 ml. As a result of the iipv event, technical support issued a new cycler to the patient. Upon follow up, the patient stated that they completed the fill cycles overnight and manually drained the next day. The patient confirmed that the symptom of feeling full subsided after manually draining and there were no other symptoms, injury, adverse event, or medical intervention required as a result of the reported event. The patient has received the new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.